Event description:
The manufacturer received information alleging a ventilator does not recognize ac power. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator does not recognize ac power. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the allegation was unable to be duplicated during an operational check. No error logs indicating device failure were confirmed. The manufacturer service technician replaced the power supply as a preventative measure to address the issue. Additionally, the in line filter, prox, was replaced due to dirt. The internal battery door was replaced due to damage. The power supply was sent to the philips investigation lab (pil) for further testing and the technician did not confirm a problem with the power supply itself. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.